Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a follow-up in clinic, the pacemaker was found in backup vvi. The physician elected to replace the device since it was close to eri. The patient was stable following the procedure and has been discharged.